Manufacturer narrative:
The account maintenance found oil on the head drive brake assembly. The head drive brake assembly was cleaned to repair the bed.

Event description:
Info received indicates the head section is drifting down.